Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a fluid leak being observed on the back of the cassette after receiving an alarm on the liberty cycler. Patient was advised to contact the peritoneal dialysis nurse. Additional information was solicited. The set was not made available for evaluation. No adverse event reported at this time.